Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80 units of insulin during the load sequence. Reportedly, the customer ran out of insulin to fill the cartridge. Subsequently, the customer experienced a blood glucose level of 535 mg/dl and diabetic ketoacidosis. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issue. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery.